Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. The clinical/medical team also concluded that without the supporting clinically relevant documents, a thorough clinical investigation cannot be rendered. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient suffered a dislocation in 2013 after a revision surgery of right total hip replacement on 2011. There is not any notification that a medical intervention or treatment was performed to correct the problem.